Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device had a no disposable pump won't run message occur. The patient had already powered off the pump. The pump was powered on and settings were obtained. The device was unable to be restarted. The line was clamped and the cassette was removed. The tubing was massaged and the green tab was depressed. The cassette was reconnected but was unable to be restarted. It was removed again. The cassette was tapped and the green tab was depressed several times. It was reconnected and the pump was restarted. The patient was instructed to call back with any further issues. No patient injury was reported.